Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced loss of bcva. The lens was explanted and replaced with a different power lens and the problem was resolved. The cause of the event was reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - loss of bcva. Manufacturer narrative: loss of bcva secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).